Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right atrial (ra) lead had sensing issue and no capture. There was noticeable stimulation, on fluoroscopy the ra lead was completely dislodged as the patient manifested twiddler's syndrome. The ra lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation was confirmed. One set screw mark was noted in the terminal pin. The lead body insulation was twisted and there was bond separation between the insulation and the anode electrode near the tip. The conductor coils were stretched. Blood or body fluid was noted in the lumen and tissue was entwined in the helix.